Event description:
It was reported that the revolution cement gun was producing metal shavings during set up for a procedure. There was no reported patient involvement, adverse consequences or procedural delays.

Event description:
It was reported that the revolution cement gun was producing metal shavings during set up for a procedure. There was no reported patient involvement, adverse consequences or procedural delays.